Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer provided the following results for one patient: initial 148.25 u/ml, retest 5.42 u/ml, retest 6.44 u/ml. The results were not reported from the laboratory. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
An evaluation of the customer issue included a review of the complaint text, data review, a search for similar complaints, and a review of labeling. Patient mean data was reviewed; this analysis concluded that the reagent lot in question read patient results consistently and acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot number 21130m500, was identified.